Event description:
Pt reported experiencing elevated blood glucose, 468 mg/dl. Pt did not receive an error code on device. Pt met with doctor regarding an unrelated infection and heart condition, but did not receive medical treatment for elevated blood glucose. Pt's physician allegd that device was at fault for hyperglycemia. While troubleshooting for elevated blood glucose, pt found the device's clock was off by 5 hours and corrected it.